Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to charge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d2. The device was evaluated by a zoll approved service provider. Review of the device log found no errors related to the reported inability to defibrillate; however, multiple battery communication failure messages were identified. The device was evaluated using both the returned customer battery and a known good battery, and the customer's report could not be reproduced. The device passed all functional testing, and the reported error message was not duplicated during evaluation. As a precaution, the battery connection assembly and contact socket were replaced due to the battery communication entries observed in the logs. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.